Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the operation in which they rinsed the new vapr coolpulse 90 electrode, the suction function did not work. Worked as usual, the suction through the electrode did not function from the very beginning of the connection. Additional information, immediately after the connection, the doctor noticed that the suction was not working, but thought that it would be possible to function after activating coagulation, inserted it into the joint, activated the coagulation function a couple of times but was forced to remove it due to the lack of visualization as a result suction function. The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [u2002143] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a synovectomy procedure on (B)(6) 2021, it was observed that the suction functionality on the vapr coolpulse90 electrode device was not working. According to the report, the surgeon noticed that the suction was not working immediately after the connection. The surgeon thought that it would be possible to function after activating coagulation so he inserted the device into the joint, activated the coagulation function a couple of times but was forced to remove it due to the lack of visualization as a result suction function. The surgeon continued the operation without an ablator. There was a delay of 15 to 20 minutes to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.